Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location was unknown. The lot number is currently unavailable. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device had issues with irrigation. According to the report, the irrigation was very intermittent and inconsistent. It was reported that there was a 30 minute delay in the scheduled surgical procedure due to the event. It was reported unspecified spare device available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.